Event description:
It was reported that the patient with the pacemaker system stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. The patient was referred to contact their clinic regarding the red call doctor icon. Upon review the alert was due to high impedances out of range on this right ventricular (rv) lead. At this time, this device remains in service and there were no adverse patient effects reported.

Event description:
It was reported that the patient with the pacemaker system stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. The patient was referred to contact their clinic regarding the red call doctor icon. Upon review the alert was due to high impedances out of range on this right ventricular (rv) lead. At this time, this device remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.